Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on the black screen. Customer tried replacing the power cord from the tower, but issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen. A field service engineer performed troubleshooting and determined that the station powered on when full height drawer six was disconnected, replaced the drawer controller boards for full height drawer six and completed a successful hardware test using hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.